Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred during drain cycle two of seven of peritoneal dialysis therapy. The patient stated that they had not disconnected from the machine; however, they observed air bubbles in the transfer set. There was an air leak observed where the transfer set connects to the patient line. There was no report of patient injury or medical intervention. No additional information is available.